Manufacturer narrative:
The following fields have been updated with additional information: b.5. Describe event or problem: it was reported that during use with bd vacutainer® eclipse¿ blood collection needle with pre-attached holder the safety shield failed and a needle stick injury occurred. Medical intervention information and/or user impact have not been reported. The following information was provided by the initial reporter: customer states needle stick injury occurred when pulling cap off needle. Safety shield detached. D.1. Medical device brand name: bd vacutainer® eclipse¿ blood collection needle with pre-attached holder: d.3. Medical device manufacturer: (B)(4). D.4 medical device catalog #: 368650. D.4. Medical device lot #: 2231736. D.4. Medical device expiration date: 31-aug-2025. D.4. Unique identifier (UDI) #: (B)(4). G.1 manufacturing location: (B)(4). G.5. PMA / 510(k)#: (B)(4). H.4. Device manufacture date: 20-sep-2022.

Event description:
It was reported that during use with bd vacutainer® eclipse¿ blood collection needle with pre-attached holder the safety shield failed and a needle stick injury occurred. Medical intervention information and/or user impact have not been reported. The following information was provided by the initial reporter: customer states needle stick injury occurred when pulling cap off needle. Safety shield detached.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use with an unspecified bd vacutainer® eclipse¿ blood collection needle the safety shield failed and a needle stick injury occurred. Medical intervention information and/or user impact have not been reported. The following information was provided by the initial reporter: customer states needle stick injury occurred when pulling cap off needle. Safety shield detached.

Event description:
It was reported that during use with bd vacutainer® eclipse¿ blood collection needle with pre-attached holder the safety shield failed and a needle stick injury occurred. Medical intervention information and/or user impact have not been reported. The following information was provided by the initial reporter: customer states needle stick injury occurred when pulling cap off needle. Safety shield detached.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 20 retention samples from bd inventory were evaluated by functional testing, each having their eclipse shields activated, and no issues were observed relating to defective locking mechanism as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.